Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the pbm was confirmed to have corrosion on the communication traces next to the super caps. Fcn 71 had been implemented to address other pbm boards manufactured between march and november 2013 that do not currently show signs of damage, due to leaking capacitors. In conclusion, the root cause of the system self-check error was due to a defective pbm, which had corrosion that had leaking super capacitors. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an aic that failed the self check. The syscall error prompted the IFU to be followed. The aic was removed from service/patient use and a backup controller is being used. No patient involvement.